Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a coronary planned treatment was performed when this happened. The procedure was completed after reseating the monitor video signal cable. The philips field service engineer (fse) analyzed the system onsite and confirmed that the live monitor has no signal. Upon some functional test fse found that the live monitor cannot light up. Fse reseated the monitor video signal cable. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the live monitor did not have a signal. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.